Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 439 mg/dl. They treated their high blood glucose with the insulin pump. The customer stated they had nausea. Troubleshooting was performed and insulin exited without incident. The customer also reported that the buttons on the insulin pump were hard to press. Their endocrinologist had a to press the buttons a couple of times to get a reaction. The device will not be returned for analysis.